Manufacturer narrative:
Replaced mattress.

Event description:
It was reported by repair work order that the mattress had holes in it with fluid intrusion present. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.